Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while her infusion set tubing was firmly attached to the site, the tubing broke off at the connector. Her blood glucose level was 120 mg/dl at the time of this event. Reportedly, the patient did not notice any damage when the package was first opened. No further information available.